Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Three xience v stents were implanted in the patient, predilatation was performed on both lesions prior to stenting. In 2008, the patient expired (sudden death). Cause of death shown on death certificate as atherosclerotic vascular disease, coronary artery disease and diabetes mellitus. No additional event or patient information is available.

Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number.